Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A visual inspection of the device noted damage to the left and right side of the baseplate mating profile. This damage caused the device to fail a dimensional inspection of the baseplate mating feature. Material analysis found the device material to be consistent with the drawing specification. The event was confirmed. It was determined that the returned insert trial was used in conjunction with the definitive baseplate implant. During use debris was trapped between the baseplate and trial which prevented it from seating easily. When force was used to seat the trial a combination of the debris and impingement with the baseplate caused the observed damage. The root cause is determined to be user misuse.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that surgeons found some plastic debris coming from the impaction of the scorpio nrg cr trial insert.

Event description:
It was reported that surgeons found some plastic debris coming from the impaction of the scorpio nrg cr trial insert.